Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1005, post shock, while performing defibrillation threshold (dft) testing. Additionally, this right ventricular (rv) lead has been exhibiting a gradual rise leading to a high out of range shock impedance measurements, measuring greater than 125 ohms. In addition, the threshold measurements have risen as well. The rv lead system also includes the use of a non-boston scientific product for the superior vena cava (svc) coil. Technical services (ts) was consulted and recommended the rv lead be replaced. The physician is aware and has previously noted that this device system will eventually need to be revised. At this time, the ICD system remains in-service. No adverse patient effects were reported.